Event description:
It was reported that the customer was hospitalized due to dehydration and high blood glucose of 578mg/dl. It was stated that the customer was vomiting and experiencing unexplained high blood glucose for one day. Troubleshooting was performed. Reviewed the alarm history and found a no delivery alarm. The programming, time, and date were correct. Ran a fixed prime test and passed. Performed a high pressure test and failed. It was stated that air bubbles appeared in the tubing and reservoir. It was stated that the caller feels uncomfortable and requested a replacement of the insulin pump. The mother called back to perform again the high pressure test after changing the entire infusion set and the test passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.